Event description:
It was reported that a system error (se) 2367 (air in set/line) alarm occurred during use on the homechoice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During evaluation of the returned homechoice device, a system error 2240 (air in set/line)was found to have occurred on (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.